Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump was received with minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump alarms every morning at 10:00 am. Customer was advised this is a radio frequency alarm. The device was not exposed to an MRI or x-ray, but customer has had many ultrasounds recently. Customer was advised the advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was unknown. Nothing further reported.